Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, severe scratched lcd window and cracked battery tube threads.

Event description:
Customer's spouse reported via phone call that the customer was hospitalized with high blood glucose on(B)(6) 2016. It was stated that the customer could not get his blood glucose level to go down and went to the emergency room. Blood glucose value at the time of the incident was 522 mg/dl, but he did not experience any symptoms. The customer was treated with IV, and blood glucose at the time of the call was 271 mg/dl. They declined troubleshooting for high blood glucose. Customer's spouse also reported that they went to the doctor on (B)(6) 2016 and the doctor advised to het the insulin pump replaced due to it having many scratches on the screen and the customer not being able to see the display. It was stated that the damage was caused by normal wear and tear. Device was not dropped. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.